Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was moisture within the battery compartment and the threads were torn. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: a review of the black box showed one unexplained power on reset, and one power on reset was recorded after a replace battery alarm on the black box. The battery compartment was cracked above the bumper pad. The battery compartment threads were stripped. Corrosion was found inside the battery compartment, and on the returned battery cap. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection and the power complaint was duplicated. The test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete 24 hour testing. No power on resets were duplicated. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).